Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and heart attack on unknown date. Customer¿s blood glucose level was 461 mg/dl. Customer¿s current blood glucose level was 170 mg/dl. Customer stated that infusion set had bent cannula. It was unknown whether the auto mode feature was active at time of high blood glucose event. Customer declined with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.